Event description:
The pt reported she received an occlusion message on her insulin infusion device and, while trying to change her insulin cartridge, she accidentally pulled out her cartridge which caused the plunger to remain attached to the piston rod. She stated because the cartridge was "half full" insulin spilled inside the cartridge compartment. The pt was assisted in detaching the plunger from the piston rod and instructed to clean and dry the cartridge compartment. Troubleshooting did not find any issues with the product. On follow up, the pt stated the infusion device was properly working. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.